Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced respiratory arrest resulting in cardiac arrest. On (B)(6) 2018, the patient was undergoing a left atrial appendage (laa) closure procedure. The 30mm watchman ® laa closure device & delivery system was used with a watchman® access system. At the time of implantation the patient¿s oxygen saturation dropped to 50% due to respiratory failure which resulted in temporary cardiac arrest for approximately 3 minutes. The patient was reanimated, intubated, and ventilated. The devices were withdrawn. After the patient was stabilized, they decided to not restart the procedure. The patient was transferred to the intensive care unit in stable condition. There were no further patient complications reported. On (B)(6) 2018, the patient received a laa closure device, without complications.